Event description:
It was reported that a patient was shocked during a procedure performed using an endo it professional motor; outcome of the event is not known as of this report.

Manufacturer narrative:
Though there is no indication that injury resulted, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent damage to a body structure or permanent impairment of a body function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Furthermore, there have been previous medwatch reports submitted pertaining to the same malfunction of similar devices. The device was returned and evaluated. All connections were checked with no visible failure, though the power cord failed its test. The power cord was replaced, retested and found to be functioning properly.